Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there was a green line through the bottom of the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: during investigation, the pump powered on to a clear, and legible display. The original complaint of a line through the display was unable to be confirmed. Unrelated to the original complaint, evidence of moisture corrosion was found on the display connector, and on both the display and transceiver boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.